Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient expired. Review of a vf episode showed that the device diagnosed the rhythm and charged to deliver therapy. Due to intermittent undersensing of the cardiac events, the device aborted the charge due to return to sinus criteria being met. The physician suspected that the rhythm was pulseless electrical activity. CPR was administered unsuccessfully and the patient expired.